Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units; however, the customer reported that more than 300 units may have been used to fill the cartridge. Subsequently, the insulin gauge remained static at 105 units. The customer's blood glucose level was 164 mg/dl. The contact declined further follow-up from tandem technical support and confirmed that the pump performance would continue to be monitored.